Event description:
Dealer states unit sent out with patient one day ad low o2/yellow light alarmed after using few hours. Dealer brought unit back and tested for one hour before alarms went off. Low o2 tested low purity.